Manufacturer narrative:
Follow-up received on 03-jun-2016- quality-safety evaluation of ptc: ptc global number:(B)(4). Deployment difficulty is defined as a failure of the micro-insert outer coils to expand from the wound down position. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper deployment: rollback to initial hard stop; depress button; perform final rollback. Under normal circumstances, when the physician completes the proper essure placement steps, the release ribbon should disengage from the platinum half band (welded onto outer coils of micro-insert). Once disengagement occurs, the outer coils should expand. If it does not, this is referred to deployment difficulty. Several factors can contribute to a deployment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from expanding and releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. One sample was received, we observed the following: external fluids present on device, delivery catheter is streched, a section of the delivery catheter was tear off and streched. No implant was available for inspection. Per our sample process inspection we were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of a deployment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-jun-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion. During the procedure a piece of the device became stuck. Physician removed it; according to him patient had bleeding at tubal area as clinical consequence. The product technical analysis observed that a section of the delivery catheter was tear off and streched. Bleeding at tubal area is listed according to essure's reference safety information, the other event was considered anticipated according to technical analysis. In this particular case, physician had a detachment difficulty during essure procedure; the delivery catheter and essure insert stayed stuck from the tubal ostium to the hysteroscope sheath. After several minutes, the physician removed the stuck piece (a second hysteroscope was used in order to pass scissors). Patient had bleeding as consequence of the procedure. It was reported that instructions for insertion were followed and no deviation from the insertion procedure occurred. Considering the events occurred in association with essure insertion, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the events did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical complaint investigation resulted in an unconfirmed quality defect. No further information was provided despite follow up attempts.

Manufacturer narrative:
Follow-up information received on 21-dec-2015: the instructions for insertion were followed. No deviation from the insertion procedure. Essure was removed. It was medically necessary to remove essure (it was not removed because of patient request). The piece of device was retrieved from the uterus. There was no patient injury. The breakage could have led to serious injury under less fortunate circumstances. No further information available at the time of this report. Ptc investigation result was received on 04-jan-2016. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Batch number: d31454. (B)(4). Final assessment: deployment difficulty is defined as a failure of the micro-insert outer coils to expand from the wound down position. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper deployment: rollback to initial hard stop; depress button; perform final rollback. Under normal circumstances, when the physician completes the proper essure placement steps, the release ribbon should disengage from the platinum half band (welded onto outer coils of micro-insert). Once disengagement occurs, the outer coils should expand. If it does not, this is referred to deployment difficulty. Several factors can contribute to a deployment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from expanding and releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch trend could be identified. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-jan-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion. During the procedure a piece of the device became stuck. Physician removed it; according to him patient had bleeding at tubal area as clinical consequence. Bleeding at tubal area is listed according to essure's reference safety information, the other event was considered anticipated according to technical analysis. In this particular case, physician had a detachment difficulty during essure procedure; the delivery catheter and essure insert stayed stuck from the tubal ostium to the hysteroscope sheath. After several minutes, the physician removed the stuck piece (a second hysteroscope was used in order to pass scissors). Patient had bleeding as consequence of the procedure. It was reported that instructions for insertion were followed and no deviation from the insertion procedure occurred. Considering the events occurred in association with essure insertion; causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the events did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. No batch trend could be identified. No further information was provided despite follow up attempts.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a health professional in (B)(4) on 26-oct-2015 which refers to a female patient of unspecified age who had an attempt of essure (fallopian tube occlusion insert) insertion on (B)(6) 2015 with lot number d31454. It was reported that during essure insertion attempt, tubal insert was not well released in tubal area. Delivery catheter sheath and essure insert stayed stuck from ostium to hysteroscope sheath. After several minutes, surgeon finally succeeded in removing the piece of device which was stuck (use of a second hysteroscope in order to pass scissors). Clinical consequences were reported as: patient was anesthetized longer than planned and bleeding at tubal area. Correction done on 29-oct-2015 based on information received on 26-oct-2015 case was received from health professional via regulatory authority (health authority number (B)(4)). Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion. During the procedure a piece of the device became stuck. Physician removed it; according to him patient had bleeding at tubal area as clinical consequence. Only bleeding at tubal area is listed according to essure's reference safety information. In this particular case, physician had a detachment difficulty during essure procedure; the delivery catheter and essure insert stayed stuck from the tubal ostium to the hysteroscope sheath. After several minutes, the physician removed the stuck piece (a second hysteroscope was used in order to pass scissors). Patient had bleeding as consequence of the procedure. Although it is unclear from events description if essure broke or if it was cut by the physician; considering the events occurred in association with essure insertion; causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the events did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and follow-up information will be requested.